Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on (B)(4) 2017 reporting that the device information of the external neurostimulator (ens) was unavailable. The wires were pulled on (B)(6) 2017. Cause and resolution were asked but not made available. Patient weight at the time of the report was noted to be (B)(6) lbs. No further complications were reported.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was having difficulty tracking urinary voids because they were constantly leaking therefore they did not provide any data for urinary. The patient reported that they were not feeling stimulation, they tried to raise stimulation but could not get it up past 6.3. The patient changed to left side and they could not get stimulation up past 5.8 and they still were not feeling anything. The issue was not resolved at the time of the report, the patient was alive with no injury. No further complications were reported as a result of the event.